Event description:
A customer contacted beckman coulter inc., (bec) and reported that they obtained ind flagged troponin (accutni) patient results for multiple patient samples tested on the access 2 immunoassay system. The customer indicated that twenty three (23) patient samples were tested at the time; 20 samples had ind flags and for three samples results of 0.00ng/ml were obtained. The three patient samples that initially resulted as 0.00ng/ml produced higher results when the samples were re-tested on the customer's other instrument and these results were reported out of the laboratory. The customer then retested all ind flagged results, after troubleshooting with hotline, and obtained quantifiable results that were not in question by the customer. The 20 ind flagged results were not reportable results and therefore, did not require correction. The customer confirmed there was no death, injury or change in patient treatment associated with this event. Ind- (indeterminate) the instrument can not determine between a low result below the calibration curve or an instrument error.

Manufacturer narrative:
All samples are plasma samples, collected in green top tubes and tested in aliquot tubes. The laboratory spins samples at 3000 rpm for 4 minutes at room temperature. Quality control (qc) recovery was within the lab's acceptable range prior to testing the patient samples. Hotline assisted the customer in troubleshooting the event. It was discovered the customer had mis-loaded an accutni reagent pack on their instrument. The reagent pack was not physically loaded into carousel position 6, but the instrument software listed slot 6 as the location of the mis-loaded pack. Hotline helped the customer to locate the mis-loaded pack and the customer removed it. The customer was advised to repeat all patient samples back to their last acceptable qc results. Customer technical support (cts) called back later in the morning and the laboratory confirmed that qc was run on the analyzer after the mis-loaded pack was removed and recovery was within the lab's acceptable range. Service was not dispatched for this event. The cause of this event is use error.